Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Email complaint: external email - use caution opening attachments and links. Dear sir/madame, wanted to report the box of pen needles I purchased recently. I am a diabetic and take shots everyday. It is something I don¿t enjoy doing everyday but I must to survive. I have had to stick myself almost every morning 2-3 different times until I get a needle that will work, this is a big problem for me, actually probably everyone else that uses them also. I¿d say that out of the 100 nano needles in the box, maybe 50% worked, maybe that¿s being generous I think. The others was almost like they were stopped up, non working at all. I was very disappointed to say the least. First time I¿ve ever had any complaints concerning your products. Just wanted you to be aware of this issue with the needles. Very inconvenient when you have to have your insulin shots every day/night, it could be a matter of emergency at the wrong time. You buy a product because you can count on it right, just saying. Anyway that¿s where I¿m at. The box was not worth having. More than half were discarded to trash because of failure, not working. Can you possibly send another box or coupons or something to help with the issue I have. Thank you for your time. Needle clog during injection. I called consumer to find out if samples are available - left voicemail for return call. Lot #: 3304332, catalog #: 320550, date of event: unknown, samples: availability unknown.